Event description:
During a case the surgeon was using laparoscopic graspers and cauterizing an area when the surgeon felt an electrical sensation go up their arm. No harm came to patient or physician and no electrical arcing was noted in the abdominal space. Both the hand piece and the cordage were examined and tested with no deficiencies being observed. Upon further inspection it was noticed that there is some exposed metal in the design of the hand piece. The exposed metal is difficult to contact directly, but moisture can exacerbate the issue. Moisture may contact the current carrying metal and if conditions permit, this high frequency charge can be conducted to the handle itself. Moisture on the exposed metal of the hand piece combined with appropriate conditions seems to be the root cause of this electrical sensation felt by the surgeon during the case. Manufacturer response for bariatric ratcheted handpiece, renew rs bariatric ratcheted handpiece 42cm (per site reporter): manufacturer was contacted and awaiting their response.